Event description:
A falsely elevated calcium (ca) result and dilution result were generated on one patient sample on a dimension vista 500 instrument. The initial result was reported to the physician(s), who questioned the result. The dilution result was not reported to the physician(s). Over the next two days, the original sample was repeated twice on an alternate dimension vista 500 instrument. The repeat results were lower than the initial and dilution results and agreed with the patient's clinical condition. The first repeat result from the alternate dimension vista 500 instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated ca results.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) to report that a falsely elevated calcium (ca) result and dilution result were generated on one patient sample on a dimension vista 500 instrument. The quality controls (qc) were acceptable at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During multiple visits, the cse verified probe cuvette bottoms and alignments, verified belts, ran full system check, and ran mixing studies which were all acceptable. Next the cse ran all qc and found that the reagent 1 (r1) mixer needed to be replaced. The cse replaced the reagent 1 (r1) mixer, checked, and adjusted the cuvette bottom, cleaned, and verified cuvette washing, cleaned the sample drain, performed an auto align, and ran qc. Then the customer replaced ca with new lot, calibrated and ran a precision study and patient correlations. The customer observed that one sample still gave a lower result, and the customer repeated the sample from the aliquot plate which recovered acceptably. The cse entered diagnostics and verified cuvette bottom, cleaned, and verified cuvette washing, cleaned sample drain, ran auto align again, and ran qc. On the following day, the cse returned to the customer site and replaced the sample drain assembly and probe, auto aligned and ran system check, aligned the reagent (rgt) loader and server, and ran qc. Upon follow-up with the customer, the system is functioning normally post service and the customer will continue to monitor the qc and patient moving averages. Siemens further reviewed the qc information provided which showed that ca recovery was erratic and intermittently out of expected ranges and would be consistent with instrument related causes. Siemens concluded that the actions the cse took resolved the issue. The instrument is performing according to specifications. No further evaluation of the device is required.